Manufacturer narrative:
Please find attached the final report analysis.

Event description:
A new pacing system was implanted on (B)(6) 2023. After ventricular lead placement, the atrial lead was then placed and was measured with psa. However, since it was not sensed at all, the physician changed another pacing cable, but it was not measured. He tried to connect the terminal on the psa side from the atrium to the ventricle and measured it, but it was not measured. When the terminal was connected back to the atrial side and the pacing was output, the pacing was delivered without any problems. However, impedance measurements were not possible. When the placed ventricular lead was connected to the atrial terminal and measured with psa, the measurement was performed without any problems. Therefore, the physician used a new lead and placed it. There were no problems with the measured values, and the implantation was successfully completed.